Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to investigate the reported event. The fse observed an error u-02 on the vio integrated electrosurgical generator unit (iesu). The vio iesu was replaced to correct the reported problem. The system was tested and verified ready for use. Isi has received the vio iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by fse while troubleshooting the system. Investigation revealed the following possible related system error: u-02 - iesu checkmaster failure. Replacement of iesu is recommended. Verification via logs confirms the occurrence of a radical prostatectomy with lymphadenectomy procedure on the reported event date of (B)(6)2022 using system sk3610, matching the documented event details. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the errors on the vio integrated electrosurgical generator unit not clearing. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an error on the vio integrated electrosurgical generator unit (iesu). The site had restarted the vio iesu and system with no change. The tse had the site do a hard restart and disconnect the foot switches with no change. The tse advised the site to connect a force triad generator with energy activation cable or use a force triad foot switches. The site stated that their second system was in use so they converted to laparoscopic surgery and completed the procedure with no injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/ erbe) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.